Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to moisture and got a critical pump error alarm. The customer¿s blood glucose level was 7.2 mmol/l. A broken force sensor was detected during seating or regular delivery alarm was displayed on the insulin pump screen before critical pump error. The customer stated that the insulin pump had recurrence of frozen display. The time clock did not advance and insert battery alarm did not display on the screen. The customer was unable to clear the alarm. The buttons of the insulin pump were unresponsive. The customer inserted a new battery and the buttons were yet unresponsive. Troubleshooting was performed for critical pump error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.